Event description:
Literature report of a patient who had an intrathecal baclofen pump implant after a successful trial. The distal end of the catheter was placed at the level of l3/l4. Initially, the patient's spasticity was under control at 60mcg/day. The spasticity fluctuated and the dose was titrated to 325mcg/day by the end of the sixth month. In 2003, the patient was seen in th clinic. His condition was good and there were 15 days to pump refill. He was admitted to the hospital for therapy.by the 2nd day, the patient developed a throbbing headache, redness, pruritis, and sweating on his chest and neck, hypertension (180/100), and spasticity. The patient experienced these "autonomic dysreflexia" symptoms four times at 15 minute intervals. Radiological examination showed the pump and catheter were properly placed and functioning normally. The pump reservoir was aspirated for 5ml of drug. After the pump was refilled, the symptoms disappeared dramatically. "It was considered that the cause was the was aspired through pump reservoirs was 5ml."